Event description:
Information received indicates the brake casters lock in place, but continue to swivel around when in brake.

Manufacturer narrative:
The technician replaced the four brake casters to repair the stretcher.